Event description:
An olympus representative reported on behalf of the customer that, during the reprocessing of their visera elite video system center device, it was discovered that the camera head connecting port was not holding the camera properly, and there was a loss of communication happening in which the camera was not getting detected. Upon inspection and testing of the returned unit, it was also discovered that there was no image on the monitor screen. There was no patient involvement associated with this event, as the customer¿s device was not in use in a procedure.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was noted that there was no image on the monitor screen, which was attributed to a faulty circuit board. The customer's originally reported issue of a connection problem between the camera head and the processor was also confirmed, and attributed to a faulty receptacle unit. Additionally, the following findings were noted: -wires found corroded, -net spacer found damage, -power switch found noisy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the issue occurred due to a faulty receptacle unit. It is probable the receptacle unit failed due to user handling. Olympus will continue to monitor field performance for this device.